Event description:
At a routine programming appointment this bilateral user showed no response with his left device. Reimplantation was performed on (B)(6) 2021. This report refers to 9710014-2020-00584. For further information please refer to this report.